Manufacturer narrative:
Device evaluated by MFR: a kink was observed in the telescope assembly. The lapjoint section was observed kinked and partially detached. The imaging window was observed partially detached form the lapjoint section upon microscopic analysis.

Event description:
It was reported that a chatheter sheath fracture occurred. The severe stenosed target lesion was located at middle of left anterior descending artery. A opticross catheter was selected for use as percutenaeous coronary intervention. During procedure, it was noted that the catheter sheath was fractured or detached. However, it was further reported that all the device component was simply and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. Patient is stable post procedure.

Event description:
It was reported that a chatheter sheath fracture occurred. The severe stenosed target lesion was located at middle of left anterior descending artery. A opticross catheter was selected for use as percutenaeous coronary intervention. During procedure, it was noted that the catheter sheath was fractured or detached. However, it was further reported that all the device component was simply and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. Patient is stable post procedure.